Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s reported via phone call that they had experienced a high blood glucose level of 400 mg/dl. The customer's blood glucose value was 416 mg/dl at the time of the incident and the current blood glucose was 196 mg/dl. The customer experienced symptoms such as nausea. The customer was treated with injections. The customer was on pump for four days and blood glucose were still high and readings were 300 mg/dl and 400 mg/dl. The customer's blood glucose value 234 mg/dl. The customer was advised to change the entire set, reservoir and insulin and treat per health care professional¿s recommendation. The customer was advised to follow up with health care professional concerning high blood glucose. The pump will not be returned for analysis.